Event description:
It was reported that during a stenting procedure, a stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). The 5.0x15x90cm express sd biliary stent system was advanced to the lesion. After deploying the stent approximately 5%, the physician attempted to reposition it. In doing so, the stent dislodged from the delivery system in the rca and migrated to the left tibial artery. Utilizing a gooseneck snaring device, the physician was able to successfully remove the stent from the patient. It is unknown how the original lesion was treated. There were no additional patient complications reported and the patient's condition was reported as ok.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).